Event description:
The patient presented with a severly angulated aortic neck (90 degrees). The excluder trunk-ipsilateral component was deployed and landed high, covering the renal arteries. The physician pulled the device down below the renals. There was no decrease in kidney output. During the procedure, blood loss in excess of 1 liter was experienced. The patient received 2 units of blood. There was no adverse outcome for the patient. No allegation of product deficiency was made.